Event description:
Complaint description: an office medical assistant reported that five pts complained of chills and fever one or two days following cystoscopy procedures. One office nurse advised an olympus microbiologist that the five pts were asked to return to the office and provide urine samples; the specimens were positive for leukocytes. Based on the findings, antibiotic treatment was initiated for some of the pts.